Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they have been getting shock since (B)(6) 2017 and will be going to the doctor in two weeks to check the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins has been zapping the patient. The patient will be scheduling a meeting with a manufacturer's representative (rep). The patient stated she has been shutting down the ins more and more. The patient denied any falls, trauma, or medical tests associated with the shocking. Additional information received from the manufacturer's representative (rep) stated that the rep was not aware of the shocking/zapping, and was told only that "something wasn't feeling right." The rep attempted to schedule a meeting with the patient but was unable to. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.